Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6mm x 150mm 135cm 0.035-inch powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheter burst during the procedure. The procedure was completed by using another percutaneous transluminal angioplasty (pta) balloon. There were no reports of patient injury. The powerflex pro unit was prepared and used in accordance with the instructions for use (IFU), but due to the broken distal tip, the product did not pass through the lesion and therefore wasn¿t available. The powerflex was used in a percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of powerflex and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 6mm x 150mm 135cm 0.035-inch powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheter burst during the procedure. The procedure was completed by using another percutaneous transluminal angioplasty (pta) balloon. There were no reports of patient injury. There were no anomalies noted while inflating the device with positive pressure, and there was no anomaly that prevented the device from inflating at all. The device was inflated to around 12-13 atmospheres before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. The powerflex pro unit was prepared and used in accordance with the instructions for use (IFU), but due to the broken distal tip, the product did not pass through the lesion and therefore wasn't available. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of powerflex and has used the device several times prior to this procedure. The device was returned for evaluation. A non-sterile ¿powerflexpro 6mm15cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing the balloon presents an axial rupture. No other outstanding details were observed. Functional testing was performed. An inflator/deflator device was attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the ruptured condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a ruptured condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors causing the observed scratch marks on the surface also led to the damaged condition found on the received device. It appears that the material near the damaged area was affected by a sharp object from outside the device. The reported ¿balloon burst - at/below rbp¿ was confirmed via analysis of the returned device. However, the exact cause of the reported event could not be determined. Device analysis revealed an axial rupture which occurred along the length of the balloon. Based on the information available for review, vessel characteristics were likely contributing factors based on the product evaluation. This type of burst is often designed intentionally in medical balloons, to ensure that if the balloon fails, it does so in a controlled manner and assists in the safe removal of the balloon from the body. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of the 6mm x 150mm 135cm 0.035-inch powerflex pro percutaneous transluminal angioplasty (pta) dilatation catheter burst during the procedure. The procedure was completed by using another percutaneous transluminal angioplasty (pta) balloon. There were no reports of patient injury. There were no anomalies noted while inflating the device with positive pressure, and there was no anomaly that prevented the device from inflating at all. The device was inflated to around 12-13 atmospheres before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. The powerflex pro unit was prepared and used in accordance with the instructions for use (IFU), but due to the broken distal tip, the product did not pass through the lesion and therefore wasn't available. The powerflex was used in a percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of powerflex and has used the device several times prior to this procedure. The device will be returned for evaluation.